Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 44 mg/dl and they treated via glucose tablets. Troubleshooting on the insulin pump was performed. Customer advised the reservoir and status screen had the same amount of insulin. Customer was able to properly prime the device. Customer was advised to follow up with their healthcare provider in regards to basal rates and bolus wizard settings.